Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked in the bag. The device was filled with 5400mg fluorouracil in 115ml sodium chloride 0.9%. This was discovered when the device was taken out of the box. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from july 21, 2023 to july 24, 2023. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.